Event description:
Caller reported a malfunction on the pump that led the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." Customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support instructed the customer on steps to troubleshoot the issue, but the pump failed to power back on, leading to the decision to send a replacement pump to the customer. Reportedly, customer reverted to manual injections for insulin therapy.